Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (sg) readings and sensor glucose (sg) values. A review of the customer synced glucose data in data management system (dms) indicated that there was no indication of any system malfunction. However, as part of proactive troubleshooting measure, a sensor re-link was recommended to clear the calibration buffer and address a potential calibration misalignment. Following the relink, review of dms confirmed the user was in a weekly calibration phase with up to date glucose readings. The user had no further concerns. No further investigation was found necessary for this complaint. B4.date of this report 12 feb 2026. G3. Date received by the manufacturer? 12 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.